Event description:
Reported overinfusion. Pt status unk. The drug delivered is unk. The pump rate was in micro mode and was set at 30; the rate actually delivered is unk. The settings have not been changed since incident occurred. In order for the settings to remain the same, the technician did not go into the log. Technician notes that the pump will not come out of the occlusion alarm. Facility reports that the pump went into freeflow. The set will not be sent in with the pump.

Manufacturer narrative:
Device eval results: service testing could not duplicate the reported overinfusion or free-flow. When the pump ran, it met specifications for infusion rate. However, the pump was not able to run each time, testing was attempted due to alarming, including downstream occlusion. The alarming was due to a binding restriction motor. The pump was very worn. The restriction motor was replaced. The pump's logs were reviewed. In (B) (6) 2008, the last day of pump use, the pump was set to infuse in micro at 11:19 at a rate of 30 ml/hr. Immediately, there was an se 137 (optical yoke adjustment measurement out of specification) alarm, then an se 24 (downstream occlusion). There were two add'l se 24 alarms within the next three minutes. The pump was then placed on hold and no further action was seen until the pump was turned on again briefly 20 minutes later.